Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe and five unopened probes were received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap and white foreign material on the needle body. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. Diaphragm, spacer, and top o-ring are all intact. Adhesive on the extension/diaphragm was found to be conforming. Excess material/damaged on bottom o-ring outer diameter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned opened sample was conforming for actuation and cut functional testing. However, a manufacturing related potential contributor factors were identified: excessive material/damage observed on the o-ring. The returned samples met specifications; however, non-conformance record has been completed related to the excessive material/damage observed on the o-ring. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened and 5 unopened probes with tip protectors in trays with other items were received for the report. Sample 1 (opened sample): the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap and white foreign material on the needle body. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. Diaphragm, spacer, and top o-ring are all intact. Adhesive on the extension/diaphragm was found to be conforming. Excess material/damaged on bottom o-ring outer diameter. Sample 2 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. The probe sample 2 engine was disassembled, and the components were inspected. Diaphragm, spacer, and o-rings are all intact. Sample 3 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos the diaphragm, spacer, and o-rings are all intact. Sample 4 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Front housing o-ring inner diameter was damaged. Sample 5 was visually inspected and found to be nonconforming with short shot spacer seen through the vent hole. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe sample 5 was disassembled, and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The probe sample 5 engine was disassembled, and the components were inspected. Diaphragm and o-rings are all intact. Short shot, on the spacer was confirmed. Material does not fill the mold cavity fully. Sample 6 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe sample 6 engine was disassembled, and the components were inspected. Diaphragm, spacer and o-rings are all intact. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Sample 3: the complaint evaluation confirms the probe had a cut failure. The exact root cause of the cut failure cannot be determined from the evaluation performed; however, a manufacturing related root cause cannot be ruled out. Sample 5: the complaint evaluation confirms the probe had a cut failure. The exact root cause of the cut failure cannot be determined from the evaluation performed; however, a manufacturing related root cause cannot be ruled out. Sample 1 and sample 4: the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, damaged was observed on the o-ring and cannot be ruled out for the cut problem as reported. Sample 2 and sample 6: the investigation concluded that the root cause of the reported event is not determined as the returned samples were conforming for functional testing. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as sample 3 and sample 5 confirmed the cut failure, sample 1, sample 2, sample 4, and sample 6 passed functional testing. However, a non-conformance investigation was initiated related to the probe cut failure for sample 3 and short shot spacer for sample 5. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of the probe occurred during surgery. The procedure type was unknown. The surgery was completed after replacement of product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).